Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and adnexal torsion ('left ovary had to be removed during my hysterectomy due to ovary being completely dry/dead with no blood flow to it.') In a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 4 (date of the birth: (B)(6) 2003, (B)(6) 2006, (B)(6) 2008, (B)(6) 2014), stillbirth, low grade squamous intraepithelial lesion, menarche, abortion spontaneous, menses irregular with excessive bleeding, gestational diabetes, cesarean section, nausea, emesis, vaginal delivery, mastodynia, night sweats, difficulty sleeping, anger, dysuria, back pain, ovarian cyst ruptured, pelvic pain, uterine fibroid, hemostasis, menorrhagia, vaginal haemorrhage, flank pain and uterine enlargement. Previously administered products included for an unreported indication: mirena from 2009 to 2013. Past adverse reactions to the above products included pregnancy with mirena. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain / right lower abdominal pain"). On (B)(6) 2018, the patient experienced adnexal torsion (seriousness criterion medically significant), 2 years 6 months after insertion of essure. In (B)(6) 2018, the patient experienced hyperhidrosis ("hormonal changes describe: excessive sweating after hysterectomy"). On an unknown date, the patient experienced mood swings ("hormonal changes describe: mood change after hysterectomy"), urinary incontinence ("bladder or urinary problems or changes-bladder control still a problem"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ gain 30+ pounds after essure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy - left ovary removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, adnexal torsion, abdominal pain lower, mood swings, urinary incontinence, dyspareunia, vaginal discharge, fatigue, weight increased and hyperhidrosis had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexal torsion, dyspareunia, fatigue, hyperhidrosis, mood swings, urinary incontinence, vaginal discharge and weight increased to be related to essure. The reporter commented: patient experienced other pregnancy with mirena which was captured under (B)(4). Patient did not allege that essure caused birth defects. Right side- 3 trailing coils, left side-2 trailing coils previously reported essure insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical: dysmenorrhea, abdominal pain lower, headaches, dyspareunia, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet and medical record received- previously reported event ¿injury to herself¿ updated to ¿abdominal pain¿, events- ¿ lower abdominal pain, hormonal changes describe: mood change after hysterectomy, bladder control problem, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain/ gain 30+ pounds after essure, bladder control problem, hormonal changes describe: excessive sweating after hysterectomy, left ovary had to be removed during my hysterectomy due to ovary being completely dry/dead with no blood flow to it¿, reporter, medical history, patient demographic details added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.